Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a stent damage occurred. Vascular access was obtained via femoral artery. The 8mm long target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The target lesion was noted to have a significant bend >=90 degrees. Predilation was performed with an unspecified balloon. At an unspecified time during the procedure, the 2.50mm x 8mm liberté stent was deemed unusable due to stent damage. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device received for analysis was consisted of a liberte/veriflex stent delivery system (sds) with stent. The batch number on the returned device and packaging matched the reported batch number. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The first distal row of stent struts was flared, stretched, overlapping and bent. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a stent damage occurred. Vascular access was obtained via femoral artery. The 8mm long target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The target lesion was noted to have a significant bend >=90 degrees. Predilation was performed with an unspecified balloon. At an unspecified time during the procedure, the 2.50mm x 8mm liberte stent was deemed unusable due to stent damage. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.